Event description:
It was reported by the patient via social media that their device has resulted in the patient experiencing more seizures compared to their pre-vns baseline. Current battery life calculations support that the generator may be near depleted or fully depleted. The patient is looking to get their removed. It is unknown when exactly this increase in seizures occurred and therefore it cannot be safely assumed that battery depletion is the cause if the increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.